Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-14560. It was reported that one of the lumbar leads migrated and the patient is no longer receiving effective therapy. As a result, surgical intervention may be pending to address the issue at a later date. It is unknown which lumbar lead migrated, so both are being reported on.